Manufacturer narrative:
Available information indicates the device and lead remain in service. A request was made for the field representative to obtain additional information and resolution. This report will be updated should further information be provided.

Event description:
Boston scientific received information that during the first device follow-up since implant, the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling stimulation from the right ventricular (rv) lead. A review of lead measurements noted the pacing thresholds had increased, and sensing and impedance measurements had decreased. A lead dislodgement was suspected, so rv pacing was programmed off and the device was set to pace only in the left ventricle. Device data was submitted to technical services for review. It was noted the device had stored pacemaker mediated tachycardia (pmt) episodes that were not true pmt, but were caused by the patient¿s atrial rate being at the programmed maximum tracking rate. Also, there were several v-tachy episodes stored due to atrial fibrillation (af) with rapid ventricular response. One episode delivered quick convert anti-tachycardia pacing (atp) and two 41j shocks. Normal shock impedance was observed. Technical services discussed if the physician did not want to treat these arrhythmias, the vf zone rate cutoff could be increased, or the atrial arrhythmias could be managed with medications. It was recommended to verify the rv lead position via x-ray. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and in use for defibrillation therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The rv lead was confirmed to be dislodged, but the physician decided no revision would be performed as the lead parameters had remained stable and the patient was no longer feeling stimulation from the rv lead. The physician has optimized the betablocking therapy for the patient's af and no further inappropriate therapy was delivered. The patient will now also be monitored with a remote monitoring system. No adverse patient effects were reported.